Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic with atrial lead noise. Additionally, during a routine generator exchange when tested with the pacing system analyzer, the lead showed a high, out of range impedance. The lead was capped and replaced during the procedure on (B)(6) 2020, and there were no patient consequences.